Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, the customer had reported she had been experiencing low blood glucose levels of 46 mg/dl, 68 mg/dl and an hour ago it was about 63 mg/dl. The customer believes low are due to her settings. She is scheduled to see her doctor and is working with her trainer to get the settings correct. Her blood glucose has been high to it has gone up to 228 mg/dl. The customer declined troubleshooting assistance. The insulin pump is not returning the insulin pump for analysis.